Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine via an implantable pump. On (B)(6) 2021, it was reported that in the moment the hcp did the refill, "the liquid began to leak", described as "overflow of pump contents". No environmental/external/patient factors that might have led or contributed to the issue were noted. No diagnostics or troubleshooting measures were noted to have been performed. The pump and catheter were explanted. No patient symptoms or hospitalizations were noted. The issue was considered resolved at the time of the report. The patient's status at the time of the report was listed as "alive - no injury". Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the drug leakage occurred right after the pump refilling, with drug being found in the pump pocket. It was noted that the refill was done under fluoroscopy and the needle was confirmed to be in the silicone access port. It was noted that this was not a case of the pump being overfilled as the pump was empty, as confirmed by the drug absence observed under fluoroscopy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0218976614, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0218976614, implanted:(B)(6) 2020, explanted: (B)(6) 2021, product type catheter, h3: the pump was returned and analysis found no anomalies, the device passed all testing in the laboratory h3: the catheter was returned and analysis found tearing in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.